Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was found damaged. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.